Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was (B)(6) 2000. It was reported that since pump implant the patient knew when the pump reservoir gets low. Per the patient "it doesn't flow as well as it does at other times because you feel the difference of the medication". The patient noticed this about four weeks before the alarm date. No further complications were reported.